Event description:
This case was initially received via (B)(6) ((B)(4)) on 23-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pains / chronic lumbagos") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), menorrhagia ("hemorrhagic periods"), arthralgia ("joint pains"), myalgia ("muscular pains"), affective disorder ("mood disorders"), sleep disorder ("sleep disorders"), gastroenteritis ("chronic grasto-enteritis"), urinary tract disorder ("urinary disorders"), urinary tract infection ("urinary infections"), food intolerance ("severe food non-tolerance"), intestinal villi atrophy ("atrophic intestinal villus"), weight decreased ("weight loss"), nervous system disorder ("neurologic disorders (speech disorders, gesture coordination, bite, memory disorders)"), speech disorder ("neurologic disorders (speech disorders, gesture coordination, bite, memory disorders)"), coordination abnormal ("neurologic disorders (speech disorders, gesture coordination, bite, memory disorders)"), bite ("neurologic disorders (speech disorders, gesture coordination, bite, memory disorders)"), memory impairment ("neurologic disorders (speech disorders, gesture coordination, bite, memory disorders)"), alopecia ("loss of hairs"), onychoclasis ("breaking nails"), disturbance in attention ("disturbance in attention") and hypothermia ("hypothermia"). The patient was treated with surgery (essure was removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, fatigue, menorrhagia, arthralgia, myalgia, affective disorder, sleep disorder, gastroenteritis, urinary tract disorder, urinary tract infection, food intolerance, intestinal villi atrophy, weight decreased, nervous system disorder, speech disorder, coordination abnormal, bite, memory impairment, alopecia, onychoclasis, disturbance in attention and hypothermia outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, arthralgia, back pain, bite, coordination abnormal, disturbance in attention, fatigue, food intolerance, gastroenteritis, hypothermia, intestinal villi atrophy, memory impairment, menorrhagia, myalgia, nervous system disorder, onychoclasis, sleep disorder, speech disorder, urinary tract disorder, urinary tract infection and weight decreased with essure. The reporter commented: the event happened at the home of the patient. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 394 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.